Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2014, for chest pain. Angiography showed a lesion. A 3.0x18 mm xience xpedition stent was implanted in the proximal left anterior descending (lad) coronary artery and a 2.75x18 mm xience xpedition stent was implanted in the distal lad. The patient was discharged on (B)(6) 2014. On (B)(6) 2017, the patient was re-hospitalized for intermittent palpitations with pain in the left shoulder and back. The patient received medical treatment. Coronary angiography and pci showed a 2.5x14 mm resolute stent in the distal lad and a 3.0x18 mm resolute stent in the mid-lad. The patient was discharged on (B)(6) 2017. Per physician, the relationship between the event and the device is not known. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: patient's weight added, patient code (B)(4) was removed. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of arrhythmia and pain are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the filed medwatch, on (B)(6) 2017, new stenosis was observed at the opening of the anterior descending branch. A 3.0x18mm resolute stent was implanted in the proximal lad and a 2.75x18mm resolute stent in the distal lad. The xience xpedition stents were confirmed to be patent. No additional information was provided.